Event description:
Reported that the pump overfed a pt. Incidnet occurred in 2005. Pt orders were for 100 ml of fibersource hn 1.5l from 4:00 pm to 12:00 pm. Pt has a jejunostomy tube. The feeding was started at 4:00 pm. At 10:30 pm a nurse verified that the pump was set to deliver 100 ml per hour and she then re-started the feeding. At 12:30 am nurse checked pt. She did not check the pump rate but did notice that there was almost 1500 ml of formula in bottle. Noted that pt's abdomen was slightly distended, but had had bowel sounds and water flushed into the tube without difficulty. At 4:00 am nurse checked pt and found the bottle had about 200 ml remaining and noticed pump rate was 270 ml/hour. The pt's abdomen was still distended. Pt had bowel sounds and was moving their bowels at that time. The doctor was contacted. Between 6 and 7 am the pt had an increase in respiration rate and was sent to the hosp. Pt was admitted to ICU and intubated on wednesday the next day. Pt was on a respirator until thursday 03/03. Pt was released from the hosp on firday. The pt was doing "ok" friday and saturday and on sunday spiked a temperature and was sent back to the hosp where pt expired on that day.